Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided and cause was not known. Reportedly, customers spouse had to call the paramedics and they administered glucagon. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The cause of the low bg could not be determined based on the review conducted.